Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
T was reported that balloon rupture occurred. The target lesion was located in the obtuse marginal 1 artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, after inflating to 18 atmospheres the balloon ruptured. The procedure was completed with a 2.5mm x 15mm non bsc balloon catheter. No patient serious injury or adverse event were reported and the patient's status was stable before, during and after procedure.